Event description:
It was reported there was a question why more atrial high rate episodes were not seen when the patient was in the office and was in atrial fibrillation. The last atrial high rate episode recorded was from the previous day. It was also reported undersensing was demonstrated on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.